Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. It was reported that the patient has not experienced any recent injury or trauma to the device area. X-rays were taken and reviewed by the manufacturer. The lead connector pin did not appear to not be past the connector block. The manufacturer believed the pin issue to be the cause of the high impedance condition. The physician was notified of our findings. The patient underwent revision surgery. Pin re-insertion in attempt to resolve the high lead impedance with the existing lead was not done. The lead was replaced with a new lead, which resolved the high lead impedance. The generator was not replaced. The explanted leads were discarded by the hospital.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.